Event description:
It was reported the unit failed to power up. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.